Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An external trauma to the implant occurred.

Event description:
An external trauma to the implant occurred. Device has been explanted.

Manufacturer narrative:
The device investigation confirmed a coil wire overload fractures. This is in line with the reported failure case. The reason for the coil wire fracture is likely the reported trauma. This is a final report.